Event description:
Customer stated "sparks came out of the cord by the switch." Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the tabs within the switch had broke, causing the switch casing to crack and the trigger and spring to break. There were no signs of the switch/cord sparking. This lot was part of the recall conducted by battle creek equipment.